Manufacturer narrative:
The customer reported replacing the pm pcb to address the battery fail message. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.

Event description:
The customer reported during service for an unrelated issue the device gave a failed battery test . No patient involvement reported.